Manufacturer narrative:
Evaluation code - method: the test strips were returned and investigated with a retained meter. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported that on (B)(6) 2015 at approximately 12:46 p.m., she received a reading of 426 mg/dl on her omnipod system while using adc blood glucose test strips. Customer set her omnipod system to 'activity' and was administered an unknown dose of insulin. Customer further reported that at approximately 1:00 p.m., she "spaced out and her speech was changing" when attempting to communicate with her coworkers. Customer was taken to the "nurse clinic of their school with assistance from her coworkers and upon arrival at approximately 2:00 p.m., a reading of 50 mg/dl was obtained on the hcp meter. After about 15 minutes, a reported reading of 12 mg/dl was obtained on the hcp meter and customer was administered "something from a tube" (glucose gel) in addition to apple juice to raise her blood glucose. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.